Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. A leak was confirmed during the disinfection of the sample. During visual inspection with a microscope a hole was found in the cassette film. A cause was not established. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed however a cause could not be established.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler's cassette compartment when removing the cassette from the cycler after cancelling pd treatment. The patient cancelled treatment due to receiving an air detected in cassette alarm during fill 3 of 5. The source of the leak is the edge of the cassette which appeared to have opened. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. Upon follow up with the patient he reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has been treating with prophylactic antibiotics provided by the clinic via intraperitoneal administration (unspecified start date, strength, dose, type). The patient has received a new cycler. The cassette used by the patient is available. Provided sample return instructions. The reported cycler has been returned to the manufacturer for physical evaluation.